Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the programmer stylus froze intermittently and would not calibrate. It was indicated that the main printed circuit board was out of specification electrically. It was also indicated that the electrocardiogram (ECG) connector was loose. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer stylus was malfunctioning. The stylus was replaced and calibrated but the issue was not resolved. The programmer was returned for service. No patient complications have been reported as a result of this event.